Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2019-06704.it was reported that when the patient presented in clinic for a regular follow up, noise reversions were observed on ra and rv lead. High, out of range, low voltage lead impedance was noted on the ra lead. Rv lead noise was reproduced via isometric testing. Chest x-ray reviewed subclavian crush. The physician believed that the noise on both leads and impedance issue on ra lead were due to subclavian crush. The ra and rv leads were capped and replaced on (B)(4) 2019. The patient was stable throughout the procedure.